Event description:
The ge oec 9800 fluoroscopy system made a popping sound during a procedure and did not display an image.

Manufacturer narrative:
A ge oec service rep investigated the issue and found evidence of arcing at the x-ray tube. The high voltage candlesticks were cleaned and re-greased. The auxilliary fans were also cleaned to assure maximum cooling. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.